Event description:
I decided to wear my contacts to work. During the commute to work, my eyes started to fog up. My vision was not blurry, but it was as though there was a fog or smoke in front of me that I could barely see through. After I arrived to work, my vision got even worse, even after taking my contacts out and cleaning them with solution. I also noticed that after I took out my contacts, my actual eyes were foggy. I called the dr. And he said that I should take my contacts out, put glasses on and if my vision doesn't improve within an hour, I should come in. I drove home -which I shouldn't have-, and did what the dr asked, however things did not improve. I called my husband, he drove me to the dr office. During my wait, I started having a stinging sensation in my eyes. After about 4 hours, my vision got back to normal, however, it was followed by severe redness for several days. The dr prescribed an antibiotic and eye drops and indicated I had an eye infection. Prior to the above event and for a short time afterwards, I experienced pus in my eyes the next morning after wearing my contacts. I used renu multi-purpose contact solution -which I no longer have as the dr. Advised me that I should replace my solution as it may be old-and bausch and lomb rewetting drops. Event abated after use stopped.